Event description:
On (B)(6) 2013, the patient contacted animas, alleging that the display screen was dim and faded. Patient reported that the dim display issue occurred gradually over the past two days and now the letters are discolored and difficult to read. Patient confirmed that there was no trauma and no moisture exposure to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.